Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-15402. Related manufacturer reference number: 2017865-2021-15403. Related manufacturer reference number: 2017865-2021-15405. It was reported that the patient developed an infection. The implantable cardioverter defibrillator and three leads were explanted. The patient was stable post procedure.